Event description:
It was reported that the impedance and threshold of this lead have risen over time. The lead is connected to another manufacturer's pulse generator. This impedance/threshold will be monitored. There were no patient complications reported. The lead was scheduled for revision (B)(6) 2010.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.